Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had failure to alarm air in line was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not "detect air". There was patient involvement, but unknown impact. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: manufacturer narrative. Root cause: the root cause of the reported that the device did not alarm for air-in-line was not determined during the investigation. The returned pump modules were fully evaluated, and no issues or anomalies were observed during laboratory testing. Additional information: device available for eval? Returned to manufacturer on, concomitant med prod data, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module did not alarm for air-in-line was not confirmed during laboratory testing. Functional testing performed on the returned pump modules observed no irregularities with the air detection system of air boluses. The source pump module air detection system was tested using the air in line threshold product analysis procedure. The pump modules air detection system were observed operating within specification and alarmed appropriately for air as required. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pump modules. Asm was used to evaluate the source pump module and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. The suspect pump modules, external and internal inspection did not confirm any anomalies of the electrical or mechanical components. All parts inspected were observed to be manufactured by bd. The event date was reported to have occurred on 03 september 2025; the time of the event was not reported. The pump modules and pcu logs were downloaded to ascertain event details associated with the reported complaint. A review of the pump modules and pcu error logs showed no errors recorded on the reported event day. Review of the pcu event log, on (B)(6) 2025, at 9:30 am, the pcu was powered on, the profile in use as identified as ¿oncology¿. On channel a, a guardrails IV fluids (maintenance ivf) was programmed at a rate of 100ml/h with a volume to be infused of 100ml. At 9:37 am, a secondary infusion of dexamethasone was programmed with the following parameters: drug amount of 12mg, diluent volume of 50ml, concentration of 0.24mg/ml, rate of 100ml/h, vtbi of 50ml, dose of 12mg. At 10:16 am, the user updated the rate to 300ml/h and the vtbi to 30ml. The infusion started with a primary volume infused (pvi) recorded of 26.578ml, and with secondary volume infused (svi) of 50.021ml. At 10:17 am, on channel a, the pump module alarmed ¿occluded patient side¿. At 10:23 am, the infusion was completed on schedule and transitioned to keep vein open (kvo) with a pvi recorded of 56.586ml. The user updated the rate to 300ml/h and the vtbi to 50ml. At 10:32 am, on channel a, the pump module alarmed ¿air-in-line¿, then the user pressed channel off with a pvi recorded of 100.067ml and with svi recorded of 50.021ml. At 10:36 am, on channel a, a guardrails IV fluids (maintenance ivf) was programmed at a rate of 100ml/h with a vtbi of 100ml. At 10:44 am, a secondary infusion of leucovorin was programmed with the following parameters: drug amount of 750mg, diluent volume of 325ml, bsa of 1.91m2, concentration of 2.308mg/ml, rate of 650ml/h, vtbi of 325ml and dose of 392.7mg/m2. At 11:15 am, on channel a, the pump module alarmed ¿air-in-line¿, then the user pressed channel off with a pvi recorded of 15.923ml, and with svi recorded of 314.015ml. At 11:17 am, on channel a, a guardrails IV fluids (maintenance ivf) was programmed at a rate of 300ml/h with a vtbi of 30ml. Then the pump module alarmed ¿air-in-line¿. The user pressed channel off with a pvi recorded of 16.185ml and with svi recorded of 314.015ml. The bd alaris system with guardrails user manual v12.3.2 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. - the accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designates. - if air-in-line alarm has been detected: ensure tubing is properly installed in air-in-line detector. If air is present, clear air form administration set. Press restart key or press channel select key and then restart soft key. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not "detect air". There was patient involvement, but unknown impact. Although requested no additional information will be provided by the customer, no devices will be returned.